Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hv cable. Hv cable replaced. The system was tested, and found to be working as intended and placed back into service.

Event description:
It was reported that during fluoro exposure with the 9800 system, the left monitor went black and showed a max technique. Attempted to reboot and got the same results. There was no report of patient injury.